Event description:
It was reported that premature deployment occurred. The target lesion was located in the moderately tortuous and mildly calcified vessel. A 10x80x120 epic stent was advanced for percutaneous transhepatic biliary drainage. During the procedure, it was noted that the stent could not cross the lesion, and after multiple attempts, the stent slightly came out from its own system. Consequently, the distal side of the stent strut was damaged. The stent was still inside the delivery system, so the physician simply removed it. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Investigation results: device analysis findings: the epic device was returned to our post market quality assurance laboratory and was received partially deployed by approximately 1mm, confirming the reported event. The safety lock was loosely on the device and was located approximately 3mm from the distal end of the handle. The investigator removed the safety lock and successfully deployed the stent without issue. No issues were noted with the deployed stent. A visual examination identified no issues with the tip of the device. A visual and tactile examination found an outer sheath kink approximately 1150mm proximal from the distal end of the strain relief. A visual examination identified no issues or damage to the handle of the device. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the epic device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that premature deployment occurred. The target lesion was located in the moderately tortuous and mildly calcified vessel. A 10x80x120 epic stent was advanced for percutaneous transhepatic biliary drainage. During the procedure, it was noted that the stent could not cross the lesion, and after multiple attempts, the stent slightly came out from its own system. Consequently, the distal side of the stent strut was damaged. The stent was still inside the delivery system, so the physician simply removed it. The procedure was completed with a different device. There were no patient complications as a result of this event.